Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. The cylinder was promptly replaced with another new helium gas cylinder. No patient involvement occurred, and no harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer via emergency support program line, that intra-aortic balloon pump (iabp) had an issue with a brand-new helium gas cylinder, they opened a new sealed box with a cylinder and found that one to be empty with no gas at all during prior to use. No patient was involved.